Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additional reported that the patient felt their heart rate going slow into the 40s beat per minute. The patient stated that the clinic technician advanced the power. The device remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they were concerned about their device. The patient stated that their device typically paced at 60 beats per minute and the patient noted their heart rate went down to 56 beats per minute occasionally. Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. Records indicate the device remains in use. No further patient complications were reported as a result of this event.